Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot number 73a1600798 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during the case five clips worked properly but every other time an attempt was made to engage a clip in the jaws of the applier a clip would fall out. Clips fell into the patient's body but were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample appears typical. No obvious signs of exterior damage were noted. The product appears used. Biological material is present on the inside of the jaws. No defects or anomalies were observed on the exterior of the device. A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. However, no ratchet sound was heard indicating that the internal ratchet ears may be damaged. In spite of the damaged ratchet, one clip was able to load, close, and release from the jaws of the endo5 with no difficulty. This was repeated in an attempt to close one clip onto overstressed surgical tubing. When the trigger was engaged, one clip loaded into the jaws of the applier and was able to close onto overstressed surgical tubing. Based on the lack of a ratchet sound, the body of the endo5 was broken open. Visual examination of the opened endo5 revealed that the ears of the ratchet mechanism are broken off. Four clips remain in the channel indicating that the end user fired 11 clips. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of jaws not holding bosses could not be confirmed based upon the sample received. The returned sample was able to load and apply clips when properly handled. However, the returned sample was found to have broken internal ratchet ears which could affect the end user's ability to load and apply clips. This type of damage can be caused when the trigger is manually pulled open before complete engagement of the trigger has occurred. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Only (B)(4) clips remained in the cartridge indicating that (B)(4)clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided , operational context caused or contributed to this event.

Event description:
Alleged event: during the case five clips worked properly but every other time an attempt was made to engage a clip in the jaws of the applier a clip would fall out. Clips fell into the patient's body but were retrieved. The patient's condition was reported as fine.